Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert for charge time limit exceeded. During in-clinic manual capacitor testing, charge times were normal. The device remains implanted and the patient will be monitored remotely. There were no adverse consequences.